Manufacturer narrative:
Manufacturing review: a lot history review could not be reviewed, as the lot number is unknown. Visual/microscopic inspection: the device was returned. The sample was clean. Both slides were in their initial positions. There were no visual anomalies noted on the device. Measurements taken under magnification showed, that the cannula tang width was found within the acceptable range. The stylet tang width was measured, and was found to be within the acceptable range. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to move freely and lock into place. However, it would release after being primed without any contact, thus confirming the investigation for self-activation. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed, likely causing the cannula to release without being triggered. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for self-activation as the returned device self-activated during functional testing. Although the device appeared to have primed during functional testing, the x-ray imaging confirms that the cannula tangs were unable to completely lock into place; therefore, the investigation is also confirmed for failure to prime. Per the evaluation results, it was found that the cannula tangs were not fully engaged and would release after the device appeared to prime. It is likely that this contributed to the self-activation and priming issues. However, the definitive root cause is unknown. Labeling review: the current maxcore disposable biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a prostate biopsy, the device allegedly failed to prime as the bottom slide was stiff and could not be locked into place. Reportedly, the procedure was performed with another device. There was no reported patient involvement.

Manufacturer narrative:
The device lot number was now provided; therefore, a manufacturing review was conducted. The lot met all release criteria. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a prostate biopsy, the device allegedly failed to prime as the bottom slide was stiff and could not be locked into place. Reportedly, the procedure was performed with another device. There was no reported patient involvement.